Manufacturer narrative:
Patient indentifier and weight: information not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During the source review, it was noted the subject experienced possible aspiration with prior positive sputum cultures for klebsiella, enterococcus. The patient's sternal wound dehiscence required debridement. On (B)(6) 2018, the patient experienced metabolic encephalopathy. The site detailed the neurological dysfunction/ encephalopathy ended on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Manufacturer's investigation conclusion: a direct cause of the reported infection could not be determined. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported neurological dysfunction could not be conclusively established through this evaluation. It was reported that the patient experienced possible aspiration with prior sputum cultures positive for klebsiella and enterococcus on (B)(6) 2018. Additionally, the patient had metabolic encephalopathy. It was noted that the neurological dysfunction event/encephalopathy had a reported stop date of (B)(6) 2018. Multiple requests for additional information were requested from the customer however, no response has been received at this time. The patient ultimately expired on 17mar2018 (refer to manufacturer report number 2916596-2018-04484). The hm3 lvas IFU lists infection and neurological events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Review of the device history records including sterilization and packaging documentation, showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 22jun2017. The current revision of the heartmate 3 lvas IFU document lists infection and neurological events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection."the heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.